Event description:
When attempting to use the buddy-lite to transfuse a hypothermic trauma patient, the cartridge was placed in the device and primed with ivf. Ivf began leaking from the after priming. The cartridge was removed from the patient IV line and discarded. The patient was transfused without the warming device used.